Event description:
It was reported that a patient presented remotely via merlin. Net, the atrial lead exhibited noise over sensing. No intervention or procedure was performed. The patient was stable throughout.

Manufacturer narrative:
Concomitant products (d10) were updated for reporting.